Event description:
It was reported that this device was alleged to deplete prematurely. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.